Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and the lor syringe with no relevant findings. A corrective action is not required at this time as a potential cause could not be determined based upon the information provided and without a sample.complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the kit and the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the lor syringe breaking during use could not be determined based upon the information provided and without a sample.

Event description:
The 10 cc glass syringe is breaking while the provider is using it. The glass is cracking underneath the user's thumb when pressure is applied. There was no injury to the provider or patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The 10 cc glass syringe is breaking while the provider is using it. The glass is cracking underneath the user's thumb when pressure is applied. There was no injury to the provider or patient.